Event description:
Gambro received a report from a customer who complained that three nurses sustained burns when concentrate tubing came off of the blue male concentrate connector assembly inserted into the lower front panel on a phoenix machine. The events occurred on three different machines which were all equipped with the software version 3.34. ( for the other events refer to MDR 9616240-2008-00037 and MDR 9616240-2008-00038). Hot water was sprayed onto the leg and arm of the facility's nurse while the device was undergoing heat disinfection. At that moment, the nurse was wiping the external surface of the machine with a dilute bleach solution. According to the nurse she may have pulled on the biocarbonate concentrate line in the process of wiping down the machine. The nurse was diagnosed with second-degree burns and was treated at the emergency dept at the hospital. The machine was inspected by the clinic's biomedical technician who found that the concentrate tubing and the tubing clip remained in the blue male connector assembly and that the tubing had broken completely off. The tubing was trimmed and placed onto the male connector assembly with the tubing clip properly placed on the line. The machine was returned to service and no further tube disconnection events have occurred.